Manufacturer narrative:
A specific root cause could not be determined. Sample from the patient was tested as part of the investigation and the customer's results were reproduced and comparable on a cobas e411 and an abbott architect analyzer. As insufficient sample volume remained, no further investigation was possible. Differences in results between the two afp methods may be due to the different antibodies and technologies used. This information is documented in product labeling for the assay. Information was provided that the patient had a lung tumor. The use of the assay for monitoring of lung cancer patients is not an approved use.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable alpha1-fetoprotein (afp) results for one patient sample when compared to another methodology. The specific date of testing was not provided. The results from the cobas e601 analyzer serial number (B)(4) were 20- 21 ng/ml and were reproducible. These results did not match the patient's clinical condition. The result from a beckman access (unicell dxi) was <7 ng/ml. Information concerning which result was reported outside the laboratory was requested, but was not provided. No adverse event was reported.